Event description:
It was reported that the customer required medical intervention by emergency medical services due to low blood glucose levels. The blood glucose reading was less than 60 mg/dl. The customer stated that the insulin pump repeatedly alerted him of low blood glucose even after he had cleared and treated for the alert. He stated that he was just a few units below the threshold suspend setting, but he did not recall too much information regarding the event. He advised that he resolved the low blood glucose on his own, but people around him were still concerned due to the device alarming, which led to emergency medical services having been called. He requested that the threshold suspend setting be lowered, with which he was assisted. He noted that the insulin pump also alarmed meter blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.